Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. The replacement of the 28mm annuloplasty band was previously reported in regulatory report #2025587-2020-03499. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 32mm mitral annuloplasty band, it was explanted and replaced with a 28mm mitral annuloplasty ring of the same model due to residual mitral regurgitation. The 28mm annuloplasty band was then implanted, but then explanted and replaced. The 32mm annuloplasty band was then re-implanted, and a central alfieri stitch was placed to correct the mitral regurgitation. No additional adverse patient effects were reported.